Event description:
Device was used during an unspecified thoracoscopic procedure. Instrument would not fire. Surgeon applied another instrument to complete the procedure. Hosp has reported that no pt injury occurred.